Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and one similar complaint for this lot number was found. The customer returned one suspected device for evaluation. A visual inspection of the returned device found signs of clinical use on the device handle and on the device catheter. The dispersion wire was found to have been separated from the catheter, with signs of use present as well. The device was tested for functionality where the motor was found to be in working condition. The device handle was disassembled to further inspect the dispersion wire where it was found to still be within the catheter assembly. The catheter was able to be slid away from the dispersion wire where the point of breakage of the wire was able to be determined. A kink in the catheter can also be observed at this point. The reported failure can be observed however, the root cause is undetermined. As this device was used, it is not known what operating conditions it was exposed to. The IFU for this product cautions that prolonged use of the device can lead to dispersion wire failure and device breakage. Therefore, the damage was likely caused by factors related to clinical use and not to manufacturing defects.

Event description:
The customer reported that during the procedure, the inner wire fractured and became detached. The unit was subsequently replaced. There was no patient harm or injury reported.